Event description:
It was reported that on (B)(6) 2023, during an atec procedure, the needle failed while inside the breast. The patient had to be rescheduled for a new procedure. The console was examined by a field engineer and it was determiner no device issues found. No other information is available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device was examined and tested on site and met the manufacturer´s specifications.